Event description:
It was reported that upon routine interrogation of the device, noise was observed on the right atrial lead; pacing produced pocket stimulation. It was suspected that a mode switch event occurred, however after review of the electrograms it was determined to be only noise. The cause of the noise was not determined. The lead was capped and replaced on (B)(6) 2017 during normal generator change procedure. The patient was stable post procedure.